Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not charge. The customer¿s blood glucose level was 156 mg/dl. A replacement pump was sent to resolve the issue.